Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited partially engaged up/down knob when it was set in free mode and within tolerance according to the manual. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction occurred due to the engage lever did not move smoothly due to aging deterioration of the device and as per the technical evaluation result the event is likely caused by normal wear and tear. However, a definite root cause that led to the malfunction could not be determined the instruction manual states the detection method associated with the event in "operation manual 3.2 inspection of the endoscope". Olympus will continue to monitor field performance for this device.